Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. " this report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-00641).

Event description:
Legal counsel for patient reported that the patient underwent an initial right hip arthroplasty on (B)(6) 2006. Revision operative report noted the patient was revised on (B)(6) 2013 due to metallosis, pain, a spun cup and protrusio. Operative report further noted the presence of fluid, scar tissue, metal debris from the edge loading of the cup, and no ingrowth present on the cup. The modular head, taper adapter and acetabular cup were removed and replaced with an active articulation polyethylene liner and modular head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.